Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient started therapy again without replacing the supply bags or disposable set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the labels for the product families will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies for peritoneal dialysis therapy. The patient ended therapy and then re-primed and connected to the setup without replacing the disposable set or the supply bags. The technical service representative reviewed proper procedures with the patient. The technical service representative assisted the patient with ending therapy and advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.